Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 24/apr/2023, fresenius became aware this female patient with on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) required assistance for an emergent termination of treatment in order to go to the hospital. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of chest pain. Hematological and radiological testing diagnosed the patient with a myocardial infarction (mi) and the patient was admitted to the intensive care unit (ICU). The patient currently remains hospitalized and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient suffered from multiple comorbid conditions including coronary artery disease and atherosclerosis which caused the cardiac event. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s serious adverse events of a myocardial infarction (mi), characterized by chest pain, which required hospitalization. The patient¿s pdrn reported the mi was a byproduct of her multiple cardiac comorbid conditions and was unrelated to her utilization of any fresenius device(s) and/or product(s). Mi¿s are a common complication in chronic dialysis patients due to their high risk for cardiovascular disease. Very often, the cause of an mi is multifactorial in origin; however, cardiac disease is the most predominant cause. Based on the information available, the liberty select cycler can be disassociated from serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
On (B)(6) 2023, fresenius became aware this female patient with on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) required assistance for an emergent termination of treatment in order to go to the hospital. No additional information was provided during intake.during follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of chest pain. Hematological and radiological testing diagnosed the patient with a myocardial infarction (mi) and the patient was admitted to the intensive care unit (ICU). The patient currently remains hospitalized and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient suffered from multiple comorbid conditions including coronary artery disease and atherosclerosis which caused the cardiac event. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.